Event description:
Facility reported "possible endotracheal tube malfunction. During a procedure, an air leak developed around the cuff in the pt. The tube was removed, inflated & deflated, and reintubated with no further problems."